Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia around 3 am while using the ilet bionic pancreas, with a documented blood glucose of 66 mg/dl following an evening meal that remained elevated to 216 mg/dl for an extended period and then declined overnight. Symptoms included hypoglycemia requiring self-treatment with oral carbohydrates. Outcomes included user self-management and a request for additional clinical support and training. Investigation included review of synced device logs and troubleshooting and education provided during the call. Investigation of this case revealed that the cause of hypoglycemia remained unclear based on available data, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.